Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife found some instances of irregular edges which could have contributed to an issue with cutting and the report that the knife was dull. The coring knife, serial #(B)(6), and the coring knife handle were returned without protective caps. The coring knife was in used condition with rust noted on its body as well as the blade edge. Microscopic inspection of the coring knife found some instances of irregular edges; however, the cutting edge was mostly unremarkable. The returned coring knife was tested and found to be able to cut a thin polyurethane foam pad without issue. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the (B)(4) supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records (production order well as records in the manufacturing execution system) were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there were no patient consequences as a result of the event. There was no delay in surgery. A 11-blade surgical scalpel was utilized to complete the coring process.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
During implant an attempt was made to core the ventricle. The coring knife was dull.